Event description:
Two sutureless leads were removed due to "lead fracture." During a replacement procedure of an implantable cardioverter defibrillator (ICD) the leads were capped and replaced with a bipolar lead.